Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that the customer experienced an elevated bg level of ¿high¿; although specific value was not provided. Cause was not known. A correction bolus via the pump and manual insulin injection was delivered to address bg. Customer¿s bg decreased to 247 mg/dl.